Event description:
It was reported that the pump battery would not charge even when connected to tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump until replacement arrived, and technical support arranged replacement pump.